Manufacturer narrative:
(B)(4). Date sent: 5/23/2023. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number: 28022, and no related nonconformances were identified.

Manufacturer narrative:
(B)(4). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: patient identifier: (B)(6), guy's and st thomas' nhs foundation trust, UK, sex: male, age (at time of consent): 45 years, start date: (B)(6) 2022, alert date: (B)(6) 2023, country of event: ous, model: lxm17, device lot number: 28022, date of surgery: (B)(6), 2021, adverse event term: dysphagia, site awareness date: (B)(6) 2023, end date: blank, severity: mild, relationship to study device: causal relationship. Intervention/treatment: dilation performed: no. Indicate type of dilation? Pneumatic. Date of dilation: (B)(6) 2023. Outcome: recovering/resolving. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: n/a did this event result in the patient¿s discontinuation of the study? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient trx_2018_01: 00534-003 experience, dysphagia. Relationship to study device: causal relationship.

Manufacturer narrative:
(B)(4). Date sent: 10/9/2024 additional information received: if the event is marked as being related to the procedure, indicate which procedure the event is related to : blank => index.

Manufacturer narrative:
(B)(4). Date sent: 6/17/2025. Additional information: updated: outcome: recovering/resolving: not recovered/not resolved severity: mild: moderate.